Manufacturer narrative:
The patient and device were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for dislodged or dislocated stents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during prep of a 3.0x28mm xience xpedition stent delivery system (sds), when removing the protective sheath and negative pressure was pulled the stent was noted to have fallen off. The device was not used and there was no patient involvement. Another xience sds was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.